Event description:
Ge service engineer on site to perform quarterly preventive maintenance (pm) service to pet/CT scanner. During the course of his service, the machine went into a shutdown mode. After checking with his online service center, it was decided the only corrective action to be taken was to power the machine down, which would result in a total loss of all acquired patient/scan database. This action has resulted in the need to repeat three patient procedures performed that day. Due to the crash of the hospital patient data network, the scans were not able to be processed when they were completed. The pm service was begun prior to network being restored.